Manufacturer narrative:
H.6. Investigation summary bd received two used q-syte units from lot 9144781 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and found no physical/mechanical damage to the septum top disk or either parts of the body. Next, a leak test was performed on both units and leakage was observed in the actuated position for one of the units. No leakage was observed in the other unit. Upon further inspection of the leaking device a tear was observed in the column wall. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the column tear was the cause of the leakage but a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked blood during use. The following information was provided by the initial reporter: q-sytes were being used at v and a sides of vascular access catheter and blood leakage occurred at the v side. It doesn¿t seem that they were connected diagonally. The customer has recognized that q-syte should not be used for vascular access catheters.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked blood during use. The following information was provided by the initial reporter: q-sytes were being used at v and a sides of vascular access catheter and blood leakage occurred at the v side. It doesn¿t seem that they were connected diagonally. The customer has recognized that q-syte should not be used for vascular access catheters.